Event description:
According to a letter sent to cryolife by the (B)(6), an adverse event associated with the use of bioglue was reported to them. However, no information beyond that included in this report was provided in the letter. Attempts to obtain additional information from the (B)(6) have been unsuccessful thus far.

Manufacturer narrative:
No additional information is available at this time.